Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic. Device interrogation revealed loss of capture in the left ventricular lead. Lead dislodgement was then confirmed. The lead was explanted and replaced. Patient was stable post-procedure.